Event description:
It was reported that the patient received inappropriate therapy due to oversensing of emi. The patient reported riding his lawn mower with the hood off and the engine about one foot away from his chest.

Manufacturer narrative:
Analysis found that the insulation was abraded. The etfe insulation of the proximal cables was normal and not damaged. The damage is consistent with that occurring due to friction with the ICD can. Electrical testing indicated normal device characteristics.